Manufacturer narrative:
The patient underwent a pump exchange on (B)(6) 2015 due to suspected device thrombosis. The explanted pump was returned and evaluated under medwatch MFR. Report # 2916596-2015-00723. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report # 2916596-2015-00723. Approximate age of device - 7 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. The patient had experienced approximately fifteen previously unreported gastrointestinal (gi) bleeds. Symptoms included lightheadedness and bloody stools. The patient's hemoglobin values had been as low as 5 g/dl during some of the episodes. The patient had multiple unspecified gi procedures and was trialed on octreotide then thalidomide without resolution. The patient then developed signs and symptoms of pump thrombosis in the setting of low inr on thalidomide, and underwent pump exchange on (B)(6) 2015. No additional information was provided.